Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending (lad). The 190cm ht bmw universal ii guide wire was advanced through a guiding catheter; however, after small pressure was felt, the proximal shaft separated from the distal shaft. The separated portion was simply withdrawn and a new bmw universal ii guide wire was used to continue the procedure. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent interaction with the guiding catheter resulted in the reported difficult to advance and ultimately resulted in the reported material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.